Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.7. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 36 and 48 hours. The patient reported a smell of insulin, though wetness at the infusion site (hip/buttocks) was not apparent. Symptoms reported include the patient couldn¿t breathe, increased urination frequency with the urine having a clear appearance, nausea, and the patient was confused. There was no diagnosis of diabetic ketoacidosis (dka). While hospitalized, the patient's treatment included intravenous fluids and manual humalog injections. The patient's mother suspected either the omnipod or the new concentrated humalog insulin (recently switched to reduce pod changes from every 25-27 hours) might have malfunctioned. After discharge, on (B)(6) 2026, the mother obtained fresh insulin from the pharmacy and applied a new pod, which has been working properly since.